Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 08-nov-2022. The device evaluation was completed on 11-jan-2023. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the shaft component. The sheath was observed kinked next to the handle, and no damage or anomalies on the sheath and the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator lab sample was inserted to verify if there was resistance. However, no resistance or obstruction was felt. The resistance reported could be related to hemostatic valve dislodgement. The kinked condition observed on the sheath could be related to the handling of the device after the procedure. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number 50000202, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a carto vizigo¿¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the shaft component. Initially, it was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The sheath was replaced and the case continued without patient consequence. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2023 that the hemostatic valve was dislodged inside the shaft component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 11-jan-2023.